Event description:
It was reported that during a laparoscopic appendectomy procedure, the silver part of the reload broke away from the plastic. Another like device was used to complete the case. There was no pt consequence.